Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a technical service representative who reported a patient had shocking. No further information was reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer's representative. It was reported the patient had a fall a bout 18 months after implant to the implant site. Later the patient was moving things, pulled their back out and was hospitalized (not due to implant). The implant was turned off while they were hospitalized, and when the implant was turned back on the patient was shocked badly. The patient refused any troubleshooting, no impedance testing was done, and the device was explanted about a month ago. The device was disposed of and will not be returned for analysis. No further complications were reported or are anticipated.